Event description:
It was reported that this right atrial (ra) lead dislodged twice during the implant surgery and the physician had to open the pocket on both occasions to revise the lead. After the third dislodgement the physician removed this lead and implanted a new one. The physician inspected the lead and found that it was bent at the screw area. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.